Event description:
The initial reporter complained of questionable inr results for 2 patients tested on a coaguchek xs meter serial number (B)(4) compared to the laboratory method using stago reagent. For patient 1 at 2:15pm the meter result was 6.7 inr and the laboratory result was 4.0 inr. Patient 1's therapeutic range is 2.0 - 3.0 inr. Patient 1 is anemic. Patient 1 had dialysis treatment prior to coming to the clinic to have their inr tested. Patient 2 result from the meter was >8.0 inr and the laboratory result was 5.0 inr. The date and times of the results for patient 2 were requested but were not provided. Additional information for patient 2 has been requested but was not been provided. The result of >8.0 inr was not observed during the investigation in the meter's memory. There was no allegation of an adverse event. The nurse performing the testing wipes away the first drop of blood before applying the second drop. The meter and test strips were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (range 2.5 - 3.7 inr): qc 1: 3.2 inr, qc 2: 3.0 inr, qc 3: 3.2 inr. Relevant retention test strips (lot 361448) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.